Event description:
(B)(4). Painful menstruation, cramps from abdominal to legs, lower back pain, cluster headaches, heavy bleeding, bloating, contraption, insomnia, body aches, joint pain, hot flashes, hair loss, extreme mood swings, tooth decay, chest pains, palpitations, forgetfulness, fatigue, anxiety, discharge, elevated wbc, neutrophils, lymphs, crp, and platelets with no infection blood test to show for over a year. Swollen glands, weight gain of 20 plus pounds.